Manufacturer narrative:
Preliminary analysis have confirmed the presence of two holes, in an area where the knurled pattern angle change. Nevertheless, the root cause of the problem has not yet been identified. Considering the potential impact on the safety of the patient, fluid testing confirmed that in case of unwanted loss of metal sheet integrity and under worst-case conditions, flow occurs from blood to htf, ensuring that no htf can enter the blood compartment. Additional tests and characterization are still ongoing before reaching investigation conclusions, which will be discussed in a further follow-up report.

Event description:
During the procedure, the perfusionist noticed blood in the glycol side of the disposable device and immediately turned off the frosty without removing the disposable from the circuit and used the water heater cooler connected to the oxygenator. The material was not replaced or removed, and the procedure was completed without harm to the patient.

Event description:
During the procedure, the perfusionist noticed blood in the glycol side of the disposable device and immediately turned off the frosty without removing the disposable from the circuit and used the water heater cooler connected to the oxygenator. The material was not replaced or removed, and the procedure was completed without harm to the patient.

Manufacturer narrative:
In-depth analysis will be performed to understand the root cause of the problem encountered. Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.